Event description:
Physician used one mo.ma ultra balloon during carotid artery stenting. It is reported that the mo.ma was successfully implemented however, later that day following the index procedure, subarachnoid bleeding was observed. It was treated with coil embolization. Investigator has assessed that the event was not related to the device but was related to the procedure. The patient recovered.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cerebrovascular accident). Conclusions: known inherent risk of procedure (cerebrovascular accident).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cerebrovascular accident). Conclusions: known inherent risk of procedure (cerebrovascular accident).

Manufacturer narrative:
The patient was symptomatic with a minor stroke at the time of the index procedure. The cea risk factor was a contralateral carotid artery lesion. The mo ma ultra balloon was used to treat the right ica which exhibited 95% stenosis, type ii aorta.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.